Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose level and he had reservoir leak as well as the insulin pump alarmed a motor position encoder error. The customer's blood glucose level at the time of the incident as well as his current blood glucose was 400 mg/dl. The customer stated that there was a leak in the reservoir while he was getting high. He reported that there were no cracks or splits in the barrel and all the components were present. He also reported fluid in the insulin pump. He stated that there were no cracks in the insulin pump. The customer was unable to perform self test. The customer was advised to dry reservoir compartment with a lint free cloth or sterile gauze. The customer was advised that the reservoir will be replaced. The customer reported a motor position encoder error. He stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was unable to rewind the insulin pump. The reservoir and the insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4).